Event description:
It was reported that there was a volume discrepancy, and the pump therapy was stopped and catheter tied off due to unrelated surgical procedure. The reporter stated that the patient had an unrelated fusion surgery, and the surgical healthcare provider (hcp) tied off the catheter during that procedure in (B)(6). The patient was doing better after back surgery, so it was unsure whether a catheter revision would be done in the future or not. It was noted that at the last refill, there was a volume discrepancy of 16ml. No other volume discrepancy detail was given. It was later reported that following the catheter tie off and fusion, the patient was "doing great." As of (B)(6) 2012, the pump had preservative free normal saline (pfns) in it. In addition, the catheter remained tied off. Prior to the pump being filled with saline, the pump contained fentanyl. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that no alarms were going off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).